Manufacturer narrative:
(B)(4)

Event description:
It was reported that while using the cl-07924 for the procedure there was leakage from the hemostasis valve found during the procedure. As a result, the medical doctor (md) in the cath lab requested a new set for use. The procedure was completed successfully. There was no reported patient death, injury or complications. There were no reported delays or interruptions in the procedure. Medical / surgical intervention was not required. The outcome was successful. Information received. The product has been inserted for about 30 seconds to 1 minute and md used another set successfully.

Manufacturer narrative:
(B)(4). Teleflex received the reported device for evaluation. The reported complaint was confirmed. The root cause of the reported complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot number at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. No new or revised risk have been taken. Teleflex will continue to monitor closely.

Event description:
It was reported that while using the cl-07924 for the procedure there was leakage from the hemostasis valve found during the procedure. As a result, the medical doctor (md) in the cath lab requested a new set for use. The procedure was completed successfully. There was no reported patient death, injury or complications. There were no reported delays or interruptions in the procedure. Medical / surgical intervention was not required. The outcome was successful. Information received. The product has been inserted for about 30 seconds to 1 minute and md used another set successfully.